Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective scale markings was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of defective scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with bd preset¿ eclipse¿ the scale marking was not legible. The following information was provided by the initial reporter, translated from chinese to english: stage: unpacking defect: the scale on the tube is not clear.